Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced tube drivearm, carriage block assembly, left iui connector, left iui gasket, right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, and lens indicator. Performed calibration. Based on the findings, service determined that the probable root cause of the reported issue was due to failed preventive maintenance of the tube drivearm syringe/pca. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 29aug2006 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.